Manufacturer narrative:
Device MFR dates: electrode belt: 10/2002, monitor 8/05. Device eval summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the electrode belt not screwing on to the monitor was bent pins within the electrode belt connector. Several pins were bent in a swirl type pattern. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. Monitor was visually inspected for any signs of damage to the connector. None were identified. The monitor passed all functional tests. The damaged electrode belt connector will be replaced. No adverse event resulted from the bent pins. The pt received a replacement electrode belt and monitor.

Event description:
A female pt contacted lifecor customer support to report that she had disconnected her electrode belt from the monitor when she was going to take a shower. When trying to reconnect them, she forced the connection and now believes she broke off pins in the monitor and electrode belt. The pt's monitor and electrode belt were replaced.